Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was repoerted that the insulin pump alarmed motor error. Troubleshooting was performed. The drive motor was correct and no e70 alarm was mentioned. The customer's blood glucose was 240 mg/dl. The insulin pump was not returned for analysis.